Event description:
Patient reported right side "¿collapsed device¿, pain on the right breast for several months and that ¿it has become unbearable¿. Devices remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photos identified: rupture: not observed . Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: brown particles on the surface of the shell. Deformation observed. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.